Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer stated that the insulin pump kept beeping with a symbol of a black dot at the top. The customer's blood glucose was 43 mg/dl, which was treated with glucose tablets and supper. The customer stated that while he was trying to give himself a bolus, the esc button would not allow him to proceed and none of the buttons would. The customer stated that he had been having convulsions on the floor leading up to the alarm, and he did not know what happened to the insulin pump. He advised that he felt fine after treating. He noted that he had over-bolused for lunch leading up to the low blood glucose. The customer's blood glucose was 204 mg/dl by the end of the call. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Unit received with intermittent button response due to corroded keypad traces. No button error alarm noted. Unit received with cracked case on display window corners, minor scratched lcd window, broken reservoir tube lip, cracked battery tube threads, and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.